Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the clinic reviewed the pulse generator trending data and noted that the atrial lead exhibited noise. The atrial lead anomaly resulted in episodes of pacing mode switch and frequent false episodes of atrial tachycardia and fibrillation. The reported events started around (B)(6) 2019. It was recommended that the patient be brought to the clinic for additional testing to determine if there was a lead fracture. No patient symptoms were reported.